Manufacturer narrative:
(B)(4). A specific occurrence date is unknown (previously, the occurrence date was reported as (B)(6) 2015). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unspecified infection coincident with the use of a one-link needle free IV connector. It was reported that there was an increase in the infection rate since converting to one-link extension sets four months prior to the receipt of this report (unspecified number; no further details were provided). Treatment was not reported. Patient outcome was not provided. No additional information is available.